Manufacturer narrative:
(B)(4). (B)(4). The reported patient effect of dissection, as listed in the instructions for use, is a known adverse patient event associated with coronary stenting procedures. Dissection can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that during a mid circumflex stenting procedure, in a heavily tortuous and calcified lesion, after pre-dilatation and stent placement, a dissection occurred at the distal end of the stent. A second stent was deployed to treat the lesion. There was no adverse patient sequela reported. There was no additional information provided.